Event description:
It was reported that this brady lead was not implanted successfully at the left bundle branch due to physician not able to obtain capture. Also, physician does not want to take time to clean out the helix before trying different location. A new lead was implanted. No adverse patient effects were reported. The lead was returned for analysis.